Event description:
The customer reported, "images every other shot shoots a black image." There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.